Event description:
The facility reports during transfer from the recliner chair to the bed, the post at the foot end of the bed came loose and fell down. The lift hit the resident on the head. The resident was eight inches off the bed. No injuries were reported.